Event description:
It was reported that during a colectomy procedure, the device tips were sticking and an error code ¿reposition jaws¿ was received. A second device was opened and an error code ¿reposition jaws¿ was also received. A third device of same code was opened and used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw bent, causing significant reduction to the gap between the electrode. The ptc was damaged at the distal end. During functional testing with the generator, sparks were noted resulting in a yellow message screen "reposition jaws and reactive" warning was received when the jaws were closed. Then, the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. The condition of the jaw caused difficulty in the functionality of the device. The jaw was unable to cycle open and closed properly. The upper jaw was visually inspected, an imprint of the electrode was found on the ptc. When the jaws were closed, the gap reduction allowed arcing to develop resulting in sparking and in ptc material further deterioration; black residues on the electrode are caused by this ptc deterioration. The damage flattened the ptc which resulted in the upper jaw to be in contact with the electrode creating an electrical short and a yellow screen alert, preventing device works with the generator.